Event description:
Customer called to report the pump's driver block was dragging at a certain point. It was stated that the leadscrew was cleaned often with a brush. It was also stated that the driver arms and the driver block was skipping. The customer was asked to disconnect to troubleshoot. The unit passed the test with insulin exiting. It was stated that the device was not dropped, bumped, or exposed to moisture.